Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range pace impedance measurements. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.